Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that the permcath was inserted (B)(6) 2014. On (B)(6) 2014, a crack appeared in the area between the cuff and y junction. There was blood leakage coming from the crack. The catheter was pulled and replaced with a new one.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.